Manufacturer narrative:
Patient''s date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv) leads due to bacteremia. Using a spectranetics lead locking device (lld), a 16f glidelight laser sheath and a large visisheath dilator sheath, the physician began work to remove the rv lead which was implanted in 2013. It was reported that there was tight a tortuous entry from the clavicle area. The physician used manual manipulation of the glidelight and visisheath through the opening and through the innominate area, encountering significant resistance, but was able to progress to the right ventricle and this rv lead was removed. Upon removal of the rv lead and extraction tools, the patient presented with a slow growing effusion noticed on transesophageal echocardiography (tee) along with a gradual drop in the patient's blood pressure. Rescue efforts began immediately, including rescue balloon and sternotomy. Two separate tears were identified in the innominate region. Repair was successful to both injuries, remaining rv and ra lead were removed post sternotomy and the patient survived the procedure. There was no alleged malfunction reported with any spectranetics devices used in the procedure.